Event description:
It was reported the devices were placing scissored clips during an unk procedure. The case was complete without pt consequences.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.